Manufacturer narrative:
The device was returned to olympus and evaluated. The evaluation confirmed a clogged nozzle due to a material, characterized by the evaluator as crystals. In addition, the evaluation also found the c-cover was damaged, the lg-lens was noted broken, the insertion section was found slightly wrinkled, the angle was out of specification, angulation was found loose due to stretched angle wires, the ob-lens was noted slightly scratched and the leak check label was noted discolored. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that air/water could not pass smoothly through the tube of the device and insufficient or incorrect reprocessing of the scope was performed (the scope was used for the next procedure). The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "manually cleaning the endoscope and accessories: clean the external surface clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection." Olympus will continue to monitor field performance for this device.